Event description:
A report was received that the patient¿s lead had high impedances and the stimulation was not covering the areas needed. The physician suspected device malfunction. The patient underwent a replacement of the lead. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.